Event description:
Customer reported that the defibrillator cardioversion had a sync delay of 69ms to 75ms. There was no report of patient involvement with the incident.

Manufacturer narrative:
(B) (4). Physio control evaluated the device and was unable to duplicate the reported issue. There were no failures found and proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue was not determined.